Event description:
After nine months of successful use of cochlear implant, this pt began experiencing painful high frequencies while using implant. Using the appropriate disgnostic equipment, it was determined that three electrodes were not functioning according to MFR's specifications. Reprogramming efforts have failed to alleviate this pt's problems. Explantation/reimplantable surgery was successfully completed in 2005.